Manufacturer narrative:
In response to FDA report number mw5084128. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported via regulatory agency "capsular contracture baker grade not specified, breast pain, severe rippling, hardness, disfigured appearance, and lymphadenopathy (cervical, hair, mediastinal)". This record is for an unknown side. Device was explanted.